Manufacturer narrative:
Patient identifier not made available from the site. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. (B)(4) 2015 - a medtronic representative performed a navigation system check-out, hardware and software areas passed. Instruments test failed. Impactor broken off the handle. Changing the handle resolved the issue. Return requested. No parts have been received by manufacturer for analysis.

Event description:
A site representative, business contact, reported that while in a spine procedure, the impactor of the ratcheting straight handle kit was broken. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacture date now provided.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the end cap has been broken off the handle. Otherwise, the handle receives and releases instruments without issue and the ratcheting mechanism is functional. The reported event was confirmed to be caused by physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.